Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.0/+1.5/089 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. The lens was implanted and removed intra-operatively. Reportedly, the lens was stuck in the cartridge/injection system. An alternate lens was successfully implanted at a later date and the problem was resolved. No patient injury occurred and the cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).